Event description:
It was reported that an overdischarge occurred. The patient had difficulty charging due to the implantable pulse generator (ipg) being deep in the pocket. This caused the charger to have poor reception with the ipg. The poor reception was reported as a coupling issue. The patient wanted a pocket revision and was going to discuss options with her managing physician and surgeon. Impedances also showed contact 2 out of range (oor). No action was taken as the current programming was covering the painful areas. Pain at the device pocket was noted. This pain was stated to have returned at the time of the overdischarge. Before the overdischarge the spinal cord stimulator (scs) had been working well at decreasing her pain. The device was successfully reset in-office. No follow-up was needed as the device was recovered and the patient had been receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, lot# serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4)implanted: (B)(6) 2012, product type: lead. (B)(4).